Event description:
Information received from the field does not address the patient's clinical status but notes that "pt. Had multiple manipulations of the pacing system. Dislodgement of the screw in atrial lead was noted."